Event description:
Event description guidant received information that this device has noise on the electrograms (egms). The noise is on both the atrial and ventricular channels. Technical services advised the noise is charteristic of electromagnetic interference (emi). There was a pause in pacing due to the noise. The leads were tested and checked out good.